Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic aortic valve, moderate paravalvular leak (pvl). It was reported that the native annulus was 26mm and included left ventricular outflow tract (lvot) calcification that caused the pvl caused. A post implant balloon aortic valvuloplasty (bav) was performed with a 25mm z med ii balloon. A second balloon aortic valvuloplasty (bav) was performed with a 26mm true dilatation balloon catheter but the balloon moved out of the annulus during inflation. A third bav was performed during which the left ventricular function decreased. A pericardiai effusion and a small aortic rupture were observed. Two embolization coils were placed distal to the rupture, stabilizing the bleed. Per the physician, the last post implant bav appeared to have caused the annular rupture and not the implantation of the valve. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).